Manufacturer narrative:
On 02/03/2017 software investigation completed. Findings are that exam review identified poor tracer pattern. Software is functioning as designed. On 02/06/2017 a medtronic representative, following-up at the site, reported the inaccuracy in the anterior direction. Confirmed this navigation system was used (B)(6) 2017 by a different surgeon, and everything was accurate.. On 02/08/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure, the surgeon alleged a 10 millimeter inaccuracy occurred. The surgeon was using the stingray patient tracker. The medtronic representative noted that the scan and tracer pattern appeared to be good. No further details regarding this issue, or specifically when it occurred, were provided. No specific direction of the alleged inaccuracy was provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.